Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device indicated foreign material on set screw and a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implant procedure, an attempt to connect a lead to the device was made using a torque wrench, however, there was neither the clicking sounds nor the usual feeling of the screw being set. The device and the lead were disconnected once and the attempt to connect them back was made three times afterwards, yet the same issue recurred. When the lead was slightly pulled, it would come out of the connector of the device. The physician chose to replace the device. No patient complications have been reported as a result of this event.